Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade ii and pain" confirmed via ultrasound. Healthcare professional later reported "capsular contracture baker grade iii" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Healthcare professional later reported "capsular contracture baker grade ii and pain" confirmed via ultrasound. Healthcare professional later reported "capsular contracture baker grade iii" this record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: , baker grade iii.